Event description:
The customer reported that the shaver handpiece on/off button is not functioning. There was no reported injury or surgical delay with this event.

Manufacturer narrative:
No medwatch was rec'd from the user facility. All sections on this form completed by MFR. Investigation findings: the initial eval of the handpiece confirmed the customer's reported problem that the shaver on/off button does not function. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure mode.